Manufacturer narrative:
(B)(4). Revoked asr exemption number e1997036. Report late due to asr to individual reporting transition.

Event description:
Implant failed due to a broken / fractured component.